Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2006 . The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and rectocele. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, fistulae and organ perforation. The patient underwent mesh excision on (B)(6) 2011. The patient underwent implantation of bard align on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy, dilation and curettage, endometrial ablation with novasure, and posterior vaginal repair. The that patient underwent a colonoscopy and diagnostic anoscopy on (B)(6) 2009.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent lysis of adhesions and hydrodistention on (B)(6) 2013 by dr. (B)(6) due to pelvic pain syndrome. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.